Event description:
The procedure done to the patient was posterior lumbar laminectomy. Misonix nexus bonescalpel was used during the procedure. Two hours in to the procedure, scrub tech noticed that the bone scalpel tip was charred and bent. I opened a new nexus bonescalpel supply. Spine coordinator called and informed about what happened.